Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Procedure: extended left hemicolectomy. It was reported that the instrument did not trigger. After inserting the battery, the display lit up. The head of the instrument was knotted and the cdh31p trans anal inserted. The stapler and pressure plate were then approximated. When the orange mark was in the green area, the surgeon were waited two minutes. Then unlocked with the red lever and triggered with the gray lever without success. No noises perceptible. With a second stapler of the same size was used to produce the anastomosis. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 02/18/2021. D4: batch # u5a34e. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with the anvil missing. The breakaway washer was not present and the staples present was unknown. The green checkmark did not illuminate upon insertion of the battery, indicating that the device was not fired. Anvil was not returned with the device while the presence of staples could not be verified. Attempts to fire the device were unsuccessful, conforming to the experience. Troubleshooting confirmed that the issue was centered on the anvil detect circuit. Due to difficulty with device disassembly caused by dried liquid contamination, the flex circuit was damaged at both ends. Therefore, the exact point of failure could not be determined. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.